Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and no recurring malfunction was noted after the reset. The customer continued to use the pump for insulin therapy.